Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error and motor piston encoder error and drive support cap was normal. Customer¿s blood glucose level was 385 mg/dl. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery and e70 alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.